Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for low oxygen flow and positive flow verification during testing. Device has been recalibrated.